Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and high out of range pacing impedances, measuring greater than 2000 ohms. The rv lead measurements were verified with the pacing system analyzer (psa). The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed 8 cm from the terminal pin. This type of damage was likely induced during the explant procedure. Visual inspection revealed two sets of setscrew marks one of which is in the correct location, the other is toward the front edge of the terminal pin. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Insufficient insertion of the lead's terminal pin into the device header could cause high pacing thresholds, and out-of-range impedances values, but this could not be confirmed during laboratory analysis.

Event description:
Filing a supplemental report as additional information was received from lead evaluation.